Event description:
This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include jdo. Placeholder.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
During a hip fracture and dynamic hip screw procedure: on the back table during the process to connect the lag screw to the dhs insertion wrench, the operating room personnel was putting the coupling screw on the back of the wrench and in trying to connect into the lag screw, the threads on the end of the coupling screw broke off. The portion of the coupling screw that contains the thread, sheared off the shaft. All pieces were retrieved. No pieces were near the pt or operative field, all took place at the back of the table. The surgeon used a coupling screw from second set of dhs instruments that needed to be obtained from sterile processing department (spd) and flash sterilized for use in the procedure. Twenty to 25 minutes were added to the surgery. The surgeon completed the procedure, using the same lag screw (not complained) without further incident. No adverse event to the pt was noted. This is 2 of 2 reports.